Event description:
During an in-clinic follow-up, noise resulting in oversensing and automatic mode switch (ams) was detected on the device. The suspected cause of the noise was due to electromagnetic interference (emi). Technical support was contacted, however no known intervention has been performed yet. The patient was stable and will continue to be monitored.